Event description:
Medtronic received information that prior to the implant procedure of this transcatheter bioprosthetic valve, the valve was loaded twice. The valve load was verified using fluoroscopy. The valve was loaded with no signs of misload. The valve was deployed to 80%, and an infold down the valve was observed. It was questioned if the infold was due to calcium. The valve was recaptured and the infold was seen down the shaft of the delivery catheter system (dcs). The dcs was pulled back into the ascending aorta while waiting for a new valve. A second valve was then misloaded onto a different dcs. The misload was identified via fluoroscopy with the paddles out of the pocket. As result, this same second valve was reloaded using a new delivery system. The initial recaptured, infolded valve with the first dcs was then removed from the patient and replaced with this second valve system. However, an infold was initially reported as well with this valve. The physicians contemplated removing the valve to perform a pre-balloon valvuloplasty, but were conscious of the need for a third valve. A fluoroscopic view of the inflow of the valve noted that the valve appeared to not be infolded but rather flat on the non-coronary cusp (ncc) edge and rounded on the right coronary cusp (rcc)/left coronary cusp (lcc) side. The physician elected to release the valve and perform a post-bav as the depth was optimal. The post-bav was performed without issue. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: angiographic cines of the case were provided for review. The initial valve load appears to be in accordance with IFU. The images show the first valve deployment at 80% in both an rao and lao view as indicated. The infolding mentioned in the report is less visible in the lao but is present in the rao image. Implant depth in the rao view is in the range of 2-3mm. Although there is no mention of recapture in the event report, the cines provided show evidence of a second deployment. However, if an infolding is observed the valve should be recaptured and removed from the patient. This implant was also done in an lao projection. The images show an assessment of the second deployment attempt and the valve displays signs of infolding. Imaging shows evidence of an infold after the second deployment attempt was recaptured. The fluoroscopic load inspection of the second valve first image appears to show a larger gap between the paddle and the paddle pocket on the left paddle compared to the paddle on the right. In another cine of the valve, the paddle appears to be aligned and this would not indicate a misload. This valve appears to be loaded correctly in contrast to the assessment made in the report. The image at 80% deployment inspection, shows signs of minor infolding at the inflow of the valve in the region of the non-coronary annulus. This deployment attempt was recaptured. The second image shows the recaptured valve st ill in the annuls with no visible signs of frame infolding. Imaging of the second deployment attempt with the second valve, assessment at 80% deployment was done in rao and lao. The report states that infolding was still observed in the rao view and for confirmation, the valve was inspected at extreme lao and caudal. This image confirms that there is no infolding present. The images show post-implant balloon dilation of the valve and the final angiography. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, it was reported that the frame was flat on the non-coronary cusp (ncc) edge and rounded on the right coronary cusp (rcc)/left coronary cusp (lcc) side. Imaging determined that there was no misload of the valve, in contrast with the report. Imaging also determined that there were minor signs of infold prior to recapturing, however there was no infol ding on the final deployment. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.